Event description:
In 2008, it was reported to boston scientific that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy replacement procedure ten days prior. According to the complainant, "the locking adapter got chipped." The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The suspect device has not been returned; therefore, a device evaluation has not been performed. The cause of the reported malfunction is undetermined.